Event description:
Per information provided: on (B)(6) 2008 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh (device 1). Per op notes, "the hernia sac was identified, and the incarcerated fat was dissected out and reduced. A ventralex mesh (device 1) was placed and secured using sutures." On (B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventralex mesh (device 1) and implant of ventralex mesh (device 2). Per op notes, "the hernia defect was identified. The defect was present in the original mesh (device 1) and the upper left wall of the original defect. The old mesh (device 1) was taken out and removed. The hernia sac was removed. A ventralex mesh (device 2) was placed and secured using sutures." On (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with excision of ventralex mesh (device 2) and implant of synthetic mesh. Per op notes, "the hernia defect with incarcerated omentum were noted. The omentum was reduced. The hernia sac was excised. Old mesh (device 2) was excised. A synthetic mesh was placed and secured using sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2008) is considered to be a best estimate. This emdr represents the ventralex mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.